Event description:
It was reported that this was a venotomy closure of a small-bore hole in the left common femoral vein using a prostyle device after a supraventricular tachycardia interventional procedure. Reportedly, when the plunger was being pulled out, the link together with the blue rail seemed to be much shorter than expected. When the sutures were being harvested, the blue rail seemed quite short and seemed to have some pale whiteness on the end of the rail. It did not look like a completely blue rail. The white rail looked similar to the blue one and it was hard to know which one to pull on to advance the knot. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. However, the treatment appear to be related to the circumstance of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na